Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(4) 2023, a 32mm amplatzer septal occluder was chosen for implant using a 2f amplatzer trevisio intravascular delivery system. During procedure, after two attempts to release the prosthesis, the device was removed and a cobra deformation was noted. There was a report of any interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 34mm amplatzer septal occluder was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was referred for a elective surgery.

Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, after two attempts to release the prosthesis, echocardiogram (echo) image showed the device was not opening correctly. The physician removed the entire device and outside and it was noted that the prosthesis had a cobra deformation. There was a report of any interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 34mm amplatzer septal occluder was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was referred for a elective surgery.

Manufacturer narrative:
An event of device deployed into a cobra shape was reported. Image received from the field appeared to show the device in cobra deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the instructions for use, arten600038247 revision a, table 15 the recommended size delivery system for use with a 32 mm amplatzer septal occluder is an 10f. A 12f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.